Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was severed 102mm from the terminal pin. The proximal segment was only returned and the terminal pin segment only passed the continuity tests. Laboratory analysis confirmed reported observation.

Event description:
Boston scientific received information that during a change out procedure, the pocket was opened and this right ventricular (rv) lead was found out to be severed. The lead was found to be on top of the pulse generator. Additional information obtained from the field which indicated that the lead was cut into half when the incision was made so the lead must have been on top of the device. There was no lead dislodgement or lead issues observed. A fluoroscopy was done to put in a new lead. The lead was surgically abandoned. No adverse patient effects reported.